Manufacturer narrative:
The tech found the brake caster was out of adjustment. The most likely cause was normal wear and tear. Per the pm records, the last time the brake casters were replaced was 2009. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009 through 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech adjusted the brake caster and the bed functioned as designed. There were no reported injuries. The bed was located in the bed shop at the facility.

Event description:
The tech was performing preventative maintenance and reported the brake would not hold when the brake pedal was set to the brake position. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).